Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the pump was repeatedly emitting loss of prime warnings over the course of four days. The reporter expressed concern that the warnings were a result of exposure to a colder climate while the user was away in college. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015 device evaluation:the device has been returned and evaluated by product analysis on 03/13/2015 with the following findings: a review of the pump¿s black box showed loss of prime warnings had occurred only with replace cartridge alarms. During testing, the ez-prime sequence and 24 hour duration test were performed with no loss of prime warnings occurring. The force sensor calibration was found to be within required specifications. The loss of prime issue was not able to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.